Manufacturer narrative:
Customer technical support (cts) did troubleshooting with customer via telephone and it was determined that the baths were not draining due to a blockage (debris or buildup) in drain tubing at valve lv18. Cts had the customer remove and clear the tubing at lv18 to resolve the leak. (B)(4).

Event description:
The customer reported a clear fluid leak of unspecified volume from a coulter ac·t diff 2 analyzer during instrument startup. The leak was not contained within the instrument and no error messages were observed at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.